Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31856384l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and a steam pop occurred after conducting ablation at several sites on the inferior wall of the left ventricle. The issue occurred only once. Since no pericardial effusion was observed on echocardiography and the patient¿s vital signs remained stable, the procedure was continued, and the patient left the catheter room. The ngen generator settings used were as follows: qmode+ at50 w, temperature cutoff approximately 47. Activated clotting time (act) was unknown. There were no flow rate issue changes at the start of ablation. The procedure was completed without any problems.